Event description:
Customer reported out of range normal control solution test results with one test strips. On 2/16/97, customer opened the second bottle from a box of fifty and performed a normal control solution test. The result was 32 mg/dl. Customer called customer support line and, with the rep, performed two back to back normal control solution tests. Control solution, lot #vc083, expiration 3/97, was opened approx three months ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 80 versus a check strip range 70-96. Customer stated that first bottle performed accurately. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.